Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and fever coincident with peritoneal dialysis(pd) therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized. The patient was treated with vancomycin intravenously (dosage, frequency, and duration not reported), gentamycin intravenously (dosage, frequency, and duration not reported), and cefazolin (route, dosage, frequency, and duration not reported) for the event of peritonitis. Five days after the onset, peritoneal dialysis therapy was discontinued and the peritoneal dialysis catheter was removed. The following day, the patient was placed on hemodialysis. At the time of this report, hospitalization was ongoing. The patient has not recovered from the peritonitis event. Additional information was not available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Brand name: the reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).